Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient reported she hasn't used or recharged her scs ipg in the past year and a half. Consequently, the patient requested surgical intervention to have the system removed.

Event description:
Follow-up identified surgical intervention was undertaken during which time the entire system was explanted.